Manufacturer narrative:
The reported oad was received for analysis. Upon examination, the saline sheath and driveshaft were found to have been destructively cut. The distal driveshaft and crown section were not returned to csi, therefore it could not be determined if these components were damaged or if they contributed to the reported event. When the oad was tested, it functioned as intended with no anomalies noted. At the conclusion of the device analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and surgical removal was required. The target lesion was located in the anterial tibial artery and was treated with three passes of the oad. Following the third pass, the device stopped functioning and became stuck in the lesion. The device would not retract or spin forward or backward. The device was cut and a wire and balloon were inserted in an attempt to dislodge the crown, however this was not successful. The patient was transferred to another hospital to undergo surgery to remove the device and was in stable condition following the surgical procedure.